Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, experienced recurring malfunction, and was informed that pump needed replacement; technical support arranged replacement pump, confirmed pump serial number and shipping address, provided storage mode instructions, and instructed customer to use multiple daily injections as backup therapy and to return malfunctioning pump within 10 days using provided materials.